Manufacturer narrative:
Additional information: b5, e1, e3, e4, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the sensor caused a burning sensation when it was in place. After the burning sensation, the patient experienced pain in the finger and developed a difficult-to-treat whitlow, requiring two drainages. Initially, there were no visible signs or trauma noted by the healthcare team. The patient later returned to the emergency room after going home, with a persistent whitlow at the sensor's placement site, which did not respond well to local ttt. The sensor was changed every 3-4 hours prior to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the sensor caused a burning sensation when it was in place. After the burning sensation, the patient experienced pain in the finger and developed a difficult-to-treat whitlow, requiring two drainages.

Manufacturer narrative:
Correction: b1, b2, h1 additional information: g3 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the sensor caused a burning sensation when it was in place. After the burning sensation, the patient experienced pain in the finger and developed a difficult-to-treat whitlow, requiring two drainages. Initially, there were no visible signs or trauma noted by the healthcare team. The patient later returned to the emergency room after going home, with a persistent whitlow at the sensor's placement site, which did not respond well to local treatment. The sensor was changed every 3-4 hours prior to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.